Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: patient identifier: multiple = (B)(6).

Event description:
The customer reported a false repeat reactive abbott prism hcv results. Sample ID (B)(6): (B)(6) year old male, prism hcv repeat reactive and negative on nat confirmatory assay. Sample ID (B)(6): (B)(6) year old female, prism hcv repeat reactive and negative on nat confirmatory assay. Sample ID (B)(6): (B)(6) year old male, prism hcv repeat reactive and negative for hcv nat confirmatory assay. No impact to patient/donor management was reported.

Manufacturer narrative:
Review of complaint activity did not identify any adverse trends for the prism hcv assay. Normal complaint activity was identified for the likely cause lot. Using field data the performance of lot 90101m500 was evaluated. The initial reactive and repeat reactive rates of the complaint lot were were within package insert specifications. Additionally, assuming a zero prevalence of hcv infection for the samples tested the specificity of lot 90101m500 would be within package insert specifications. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the prism hcv assay was identified.